Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity at all distances. The lens was explanted and replaced with a different company lens during a secondary procedure. Additional information was requested and received stating that there was no further impact to the patient. Patient reported of vision blurry.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).